Event description:
This pt participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. The pt was implanted with a transformative posterior lumber interbody fusion (tplif) spacer at levels l4 and l5, and pedicle screws at l3 and l4. The pt was also implanted with click-x for supplemental fixation. Postoperatively, the pt experienced a dural tear, requiring repair with silk stitch and tissue glue. This complaint is on the screw head at l3. This is report 12 of 14 for this event.

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR.